Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) displayed a sensor error with inconsistent data followed by loss of readings, after which the user replaced the sensor while retaining the same transmitter and subsequently obtained accurate readings. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention or hospitalization. User support included troubleshooting and education. Investigation of this case revealed a temporary transmitter or communication issue consistent with transient signal loss, with the replacement sensor functioning as expected afterward. It was concluded, based on previously established findings for similar reports, that the cause was a temporary transmitter communication issue.